Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity related to the issue reported had been registered during the sterilization process of the mentioned lot. No similar complaint was received on lot 4g02486 and malfunction code uca-pmc11.10 primary pack fractures, cracks, tears, rips or sheds material during opening. The machine logbook was checked, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. During lot production paper was supplied by external supplier. During incoming inspection the certificate issued by supplier is inspected and then the paper is released to production. No deviation was observed. This complaint was presented on complaint review board on march 4, 2026. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to (B)(4) education and training of production personnel (current version) and the issue will be presented to operators according to wi-001366 qa data visualization (current version). Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported "packaging defect and tearing". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Device 1 of 2. E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.